Manufacturer narrative:
The impella device was returned, and the investigation into the positioning issue has been completed. There were positioning issues after initial delivery of device. However, ultrasound imaging reportedly showed impella only 1 cm in the ventricle with placement signal of 48/01 mmhg and central blood pressure measurement of 106/70 mmhg. The physician attempted to reposition impella with the repo-guide with no success. The patient was stable but still required impella support as their ejection fraction was only 10%. Impella was ultimately exchanged and the positioning issues resolved. Optical sensor plots and 5s parameters taken under dry and wet environments. Substantial biomaterial/mold occluding the outflow cage around the impeller. Pump plugged into console and would not start (impella stopped - motor current high alarm, likely due to presence of biomaterial). Pump electrically tested and all phases were within spec. Biomaterial removed, pump plugged into console and ran at appropriate flow levels (p-5 at 3.2lpm). The root cause of the reported positioning issues was determined to be related to use. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella was explanted due to difficulty in positioning the impella. No patient harm reported due to the issue.